Event description:
It was reported that the patient presented for a routine follow up and the atrial lead exhibited increased thresholds. During a lead revision, the physician noted increased thresholds but decided the issue was related to the device. A new device was implanted and the atrial lead was connected. No further anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.